Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level of 538 mg/dl and moderate ketones. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Tandem technical support was unable to confirm the occlusion alarm per pump history review, however, customer's healthcare professional believed this to be the cause.